Manufacturer narrative:
(B)(4). D10: medical products: item#: 281001004, t-handle hudson; lot#: unknown. Item#: 826166000, ratchet screwdriver handle sm; lot#: unknown. G2: foreign: poland. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to remove the implant, the instrument was damaged and damaged the implant causing the implant to not be able to be explanted from the patient. Subsequently, after attempting to use two other instruments and a sixty (60) minute delay it was determined that a second surgery would be required to explant the implant from the patient. Attempts have been made to obtain additional information. No additional information has been received at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. H6: procedure was aborted rather than delayed as previous reported.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 d4: attempts have been made to gather all product identification information and no further information has been provided. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified a ratchet screwdriver handle which is disassembled. There is biodebris present on the device. Another photo shows a spot in an instrument tray for a t-handle driver, however the instrument itself is not pictured. The device history record was not reviewed as the associated lot number was not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.